Event description:
Customer stated, "pad smells like it is burning." The product was returned for investigation. An investigation was done to look into the customers complaint. The investigator observed that the pad was functioning normally. There was no evidence of a burning smell. The pad was tested on 3 occasions and the pad was heating and functioning properly. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.